Event description:
It was reported that the customer had a no delivery alarm on the insulin pump during bolus. It was noted that the customer had fluctuating high and low blood glucose readings. Customer stated that their high was 365 mg/dl and the low was 45 mg/dl. Prime displacement and self tests were performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.